Event description:
Customer had a monitor that was on a patient. The patient coded, but the unit didn't alarm. The unit director of the hospital indicated that a hospital clinician was in attendance at the bedside caring for the patient and was aware of the code during this event. There was no delay in treatment.

Manufacturer narrative:
The hospital staff tested the involved device post incident and verified full functionality after reconnecting the speaker cable.